Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. This event and all obtained additional information was reviewed by the ethicon medical safety officer. After review it has been determined that there was no real evaluation to determine if the postoperative bleeding was truly from the gastrojejunostomy or simply from a postop gi tract bleed after surgery with anticoagulants as part of the postop regime. Thus, simply stopping the anticoagulants, using a proton pump inhibitor, and leaving the ng tube in for an extra day would not fit the definition of medical intervention to preclude permanent injury. These are routine steps for any cause postop bleed that is not significant. Additional information requested and received: please describe in detail what is meant by the bleeding was managed conservatively, medically. Was it necessary for a blood transfusion, medication, or additional surgical procedure? The patient was placed on a proton pump inhibitor. The ng tube was left in place for an extra day. All blood thinners were held.

Manufacturer narrative:
(B)(4). Additional information requested and received: how long after procedure did patient present with bloody stool? Twenty four hours. How was it determined that the bleeding was from the gastrojejunostomy? It was also in the ng tube. How was the bleeding managed? Conservatively. Were any staple formation issues noted? No. Was the device used a powered or manual endocutter? Powered. Was the device difficult to close or fire? No. Were any unusual noises noted when fired? No. What is the current patient status? Alive.

Event description:
It was reported that post-operatively after a whipple procedure, the patient presented with a bloody stool. The bleeding was determined to have emanated from the gastrojejunostomy. It was managed medically. There was no concern at the time of surgery.